Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 48 mg/dl at the time of the incident. The customer was at 133 mg/dl at the time of the call. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump was found to be working properly. The customer was also having highs of up to 300 mg/dl. The customer used the pump and manual injections to treat for the highs. The customer could smell insulin when giving themselves insulin. The insulin pump will not be returned for analysis.